Event description:
Clinic reports disconnect from a catheter. One of three disonnect events (two additional from fistulas). Clinic was retrained and no further incidences have occurred. Director of nursing indicates that more frequent checking is being performed. Also refer to pir #9900940 and 99001027. The disconnect resulted in 600cc bloodloss. Pts hematocrit dropped 6 points but no transfusion was necessary. The pt recieved an extra dose of eopgen. No additional adverse effects were reported. Pt female, dob 12/21/1947, wt 64k. No lot number and no sample is available.